Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not accurately calculating the recommended bolus dosing for the carbohydrate entries being programmed. Blood glucose level ranged from 83-200 mg/dl. Review of the pump data logs by tandem technical support showed that based on the values entered, the bolus dosing was accurate. However, a carbohydrate (carb) ratio of 1:75 grams/unit was observed which was much higher than the other carb ratios in the customer's profile settings (ranged from 1:6-8 grams/unit). The customer reported that the carb ratio of 1:75 grams/unit had been programmed at the health care provider's (hcp) office and was an incorrect entry. Reportedly, the customer consulted with hcp and adjusted the setting successfully.